Manufacturer narrative:
PMA/510k : 19dec2019; date of report : 20dec2019. The field service engineer confirmed the reported issue and confirmed the touchscreen was replaced and the issue has been corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.